Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the software was failed, fse tried to reinstall the software, but a fault occurred. To resolve the issue, the fse replaced suite pc drive and reinstalled the software, after which the system was returned to use in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to complete the boot sequence. The user performed multiple restarts, but the issue persisted. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.